Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge, which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. However, blood was found near the proximal end of the advancer tube, which is indicative that blood was forced into the proximal end of the shuttle. Based on the provided information and the investigation performed, the reported failure to deploy might have been caused by sealant swelling up and increasing the sealant profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant to hydrate prematurely, leading to resistance during engagement. The review of the lhr (lot f1407101) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: after shuttle handle shuttled down and sheath pulled back to grip handle, wire and end of black shuttle tube separated and sealant came back with sheath. Device removed and manual pressure held 45 minutes. No hematoma and patient did fine. The patient was hospitalized for reasons unrelated to the mynx device/mynx procedure. Procedure type: coronary intervention the rep contacted complaint handling by phone on (B)(6) 2014 and reported that he asked the facility if the device was dipped during prep and the facility reported that the device was not dipped and that the advancer tube was visualized during deployment. The rep explained that it looks like the sealant adhered to the distal end of the shuttle.